Manufacturer narrative:
The smiths medical pump was returned for anlaysis in fair condition. It was noted that the housing was damaged. Analysts were unable to duplicate the issue of double beeping due to a constant alarm at start-up. The circuit board was replaced to alleviate the constant alarm and the downstream sensor was replaced as a preventative measure. The original complaint could not be replicated but preventative measures were taken to keep it from happening. The constant alarm issue that was not described in the original complaint was fixed by replacing the circuit board.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was double beeping. There were no adverse events reported.